Event description:
The customer reported the sodalime's color change was indistinct. It was also reported that the absorber would block due to high moisture content and clumping of sodalime. No pt injury was reported.